Event description:
According to the reporter: bag broke in lap chole dr. Ostrowitz then asked for applied bag and all went fine. Dr. Did not subject bag to any unusual treatment. Product tossed in trash. Bag was retrieved from the patient. The surgery was not extended past 30 minutes. (B)(4)

Manufacturer narrative:
(B)(4)